Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type accessory product ID: hh9020tdd, serial# (B)(6), product type product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient¿s representative reported that the handset and communicator seemed to be having trouble communicating with the pump for quite some time now. The caller stated when they were holding the communicator up to the pump and trying to get it to communicate it started to go fast and when it hits 90% it stalls and takes forever to connect to the bolus. They had tried closing the app and turning the handset off and back on but that did not resolve the issue. The agent walked the caller through a communicator reset and a handset restart. The caller tried to connect to the pump and reported that they were still seeing a delay at 90% with the telemetry connection. The caller was connected with hcit (healthcare information technology) for further handset troubleshooting. Hcit requested a replacement handset from the repair department because ¿device and app lagging; inconsistent.¿ no patient injury reported.